Event description:
After placed into the patient the ablation catheter would not ablate. There was an error message on the console. The catheter was removed and replaced with no reported harm to the patient. Vendor notified. Manufacturer response for ablation catheter, 8.5 fr varipulse bi-directional catheter (per site reporter).